Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups (uninterruptible power supply) was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently displayed a communication error message and the system had to be shut down and rebooted. The error message caused the system to lock-up. There is no report of pt injury associated with this event.